Event description:
The customer reported that a patient death occurred and they were requesting assistance recovering patient data.

Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred and they were requesting assistance recovering patient data. From the limited available information, there is no indication that there was any malfunction of the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.